Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was completed as planned as the system's c-arm could still be moved. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm could not move smoothly when reaching larger angles. Troubleshooting and review of the system log files identified that the stand c-arc had a current problem. The fse performed the stand c-arc current adjustment. After the adjustment was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.